Event description:
The user facility reported that during a therapeutic hysteroscopy, a loop electrode was dispensed to the field, and placed on a resectoscope. The loop reportedly broke off, before entering the pt. A second electrode loop was said to have been dispensed, but then it reportedly detached while being used inside the pt as the physician tried to obtain a tissue sample. The physician successfully retrieved the electrode loop. The procedure was completed with no allegation of pt injury reported.

Manufacturer narrative:
Hospital personnel at this facility have provided conflicting info as to whether either of the devices involved in the report fell into the pt. The actual devices referenced in this report were not returned to olympus for investigation, as the user facility declined to return them. However, two loops from the same lot were returned for further investigation. Olympus evaluated these devices and found no problem. There were no visible marks or defects observed on microscopic inspection. Additionally, the electrode loops were subjected to extended testing with a working element and an electrosurgical unit under various power settings and no failure was observed. The cause of the user's experience could not be determined at this time. This report is being filed as an MDR, in an abundance of caution.